Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with open blisters under the garment. The patient's physician recommended the patient to wear a light shirt under the garment. The shirt, however, interfered with the electrode-skin contact and the patient removed the shirt. Multiple follow-up attempts were unsuccessful in determining the medical outcome of the blisters.